Event description:
It was reported that a patient had an infection/inflammatory response approximately two weeks post-op. A second surgery was performed; an irrigation and debridement was completed and the implants were removed.

Manufacturer narrative:
Follow up with the reporter provided additional information that the original procedure was a revision right shoulder arthroscopy with extensive debridement and rotator cuff reconstruction. At the patient's first post-op visit (approximately 10 days after initial surgery), it was noted the patient had been running a low-grade temperature; however there were no other signs of infection at that time. He was started on prophylactic antibiotics. Approximately one week later, the patient had localized redness. He was started on a different antibiotic. During the following 2-3 weeks, blood work was done on two occasions and the patient underwent a right shoulder arthroscopy with lavage and extensive debridement. He was started on home health antibiotics via a PICC line. Cultures were negative, however the patient responded well to surgery and antibiotic treatment. The surgeon will continue to monitor his status. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were requested for evaluation but were not reported as explanted from the patient. Device history record revealed nothing relevant to this event. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source of infection or patient non-compliance with post-op wound care directions. In addition, the patient's health history and preexisting medical conditions may have contributed to the reported event. This is the second complaint of this type for this part/lot combination, both of which have been reported from the same facility/surgeon. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Reported as discarded by the facility